Event description:
The tps bi-directional footswitch was sent for evaluation because it has a cut in the cable and it had exposed copper wires. There was no patient involvement; no adverse event was associated with the device.

Manufacturer narrative:
Additional information will be submitted once the quality investigation is completed.